Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. The values were typically around 1800 ohms, but rose to 2004 ohms. At this time, this ICD and the existing rv lead remain in service. The patient's following physician is aware. No adverse patient effects were reported.